Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 77 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings in a previous call. Troubleshooting found the customer's sensor was slightly bent during troubleshooting, the sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.